Manufacturer narrative:
Block b3: exact date unknown, event occurred during procedure date.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts.